Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Broke an oral-b brush head / click it on the handle and put it on and then the brush head comes off [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on 23-jun-2016 that he broke an oral-b brushhead, version unknown. He explained that he clicked the brush head on the handle of the oral-b rechargeable toothbrush, version unknown and put it on and then the head came off. This was not the first time the consumer had used these brush heads. No symptoms developed.